Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no telemetry and no magnet response although pacing and rate response were working.